Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient never called the healthcare provider to check. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said their back is in pain and they also experienced pain down their leg while on their way home. They mentioned that they awkwardly twisted in bed and experienced a pain shoot across their lower back. They don't know if they could have dislodged a wire or if they are bruised which is causing the pain and soreness. They are also experiencing some swelling as well. As a result of what was reported, they decreased stimulation to a more comfortable level. They were also advised to contact their healthcare provider (hcp). Six days later, the patient said they were trying to get "where the swelling is" while repositioning the antenna. They experienced swelling since evaluation start. They further said they are not as sore today and the incision line looks good. They further said the only time they felt any discomfort from the device was when they got home from the evaluation. Patient said it was hurting their calf and they could barely put weight on it, but the issue was resolved after decreasing stimulation; they haven't felt discomfort since. No further patient complications have been reported as a result of this event.